Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: one day prior to the receipt of this additional information; treatment with cefazolin and biocetum was stopped, the patient was discharged from the hospital, and was recovered from the peritonitis event (previously the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The breach was not further described. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The patient was hospitalized on the same day as onset of the peritonitis and was treated with cefazolin intraperitoneally (1 gram, every day, duration not reported) and biocetum intraperitoneally (1 gram, every day, duration not reported). At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.